Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results- the device was discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat intestinal obstruction performed on (B)(6) 2026. During the procedure, the cutting wire fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) medical university; reported here as initial reporter facility name exceeded the character limit for the designated field. Block e1: the initial reporter address is (B)(6); reported here as initial reporter address exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat intestinal obstruction performed on (B)(6) 2026. During the procedure, the cutting wire fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.